Manufacturer narrative:
Manufacturer¿s investigation conclusion: the relevant sections of the device history records, including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on 28 mar 2018. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to sepsis that ultimately started from a driveline infection (dles) with an unknown date of onset as patient demonstrated no level of compliance and has never come to a single clinic visit. The device will not be returned for evaluation. No further information provided.